Manufacturer narrative:
Device was received with unresponsive all the buttons due to broken keypad or button trace. No blank display noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mom reported via phone call the insulin pump had a keypad anomaly and blank display. The customer¿s blood glucose was 104 mg/dl at the time of incident. Customer stated that the insulin pump buttons were sticking and the screen would go black during rewind. No significant events leading to the issues were observed. Customer reported that the insulin pump display did not return even after it was restarted. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.